Event description:
On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that high impedance was observed on several of the lead contacts. The patient was scheduled for an x-ray. On (B)(6) 2010, it was reported that the patient's extension was the cause of the invalid impedance. The device was explanted and replaced. The extension was discarded and will not be returned.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.